Event description:
It was reported that during a ptca/stent procedure to treat a lesion in a tortuous left anterior descending the stent delivery system would not cross the lesion. An attempt to remove the stent delivery system resulted in the stent separating at the first diagonal artery, which was noted to have some mild calcium. The stent was successfully retrieved with a snare and the procedure was completed with another stent delivery system.